Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a rebel stent delivery system (sds) with stent. There was contrast in the inflation lumen. The balloon was tightly folded with the stent secure. Microscopic examination revealed that the proximal balloon cone was bunched up and that majority of the stent was damaged with the distal end of the stent bunched up in the middle of the balloon. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors.bsc ID# a00574406tw# 4105666

Event description:
It was reported that stent damage occurred. Vascular access was obtained via the femoral artery. The target lesion was located in the left anterior descending (lad) artery. A 32 x 3.50 rebel stent was advanced to treat the lesion. However, when the physician was trying to deploy the stent, it was noted that the stent was deformed. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/ procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. Vascular access was obtained via the femoral artery. The target lesion was located in the left anterior descending (lad) artery. A 32 x 3.50 rebel stent was advanced to treat the lesion. However, when the physician was trying to deploy the stent, it was noted that the stent was deformed. No patient complications were reported and the patient's status was stable.